Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the device left release button for the battery casing had an issue and was not working according to specification. Due to this, it was possible to remove the battery casing by only depressing one of the two buttons (the right button). It was also observed that the locking slide plane grove was missing, which was used to lock the battery casing and hold it in place. The device also failed pretests for check the cannulation and check the battery casing coupling. Therefore, the reported condition was confirmed. It was determined that the missing recess was found to be a production error, has been covered under a CAPA and new test steps have been implemented. The assignable root cause was traced to manufacturing. The device was also found to have foreign substance/debris which has been determined to be traced to environment. A service history review was performed, and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation, therefore, the reported condition cannot be confirmed, and/or duplicated. Concomitant med products and therapy dates: battery casing device; (B)(6) 2020. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the battery housing of the small battery drive device was falling out. According to the reporter, the battery casing disengages from the handpiece without being intended by the user. It was not reported if the device was used in surgery. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was no human patient involvement as this was a veterinary surgical facility. It was not reported if there were any injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.